Event description:
It was reported that the patient's vns was checked and diagnostic results showed high lead impedance on system diagnostics (dcdc=7). The patient has had a corresponding increase in grand mal seizures. The patient underwent a prophylactic generator replacement and lead replacement surgery on (B)(6) 2015, which resolved the impedance problem. The explanted generator and lead have not been returned for analysis to date.